Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The heater wire was observed to be slightly flexed away from the center of the hot jaw, but remained attached to both the base and the tip of the jaws. There were no signs of cracks or peeling observed on the silicone insulation. The cannula was also returned. Signs of clinical use and evidence of blood were also observed on the cannula. The c-ring was observed to be transected longitudinally, but remained attached to the cannula due to the presence of a retention rib. There were no missing components observed on the c-ring. Based on the condition of the device and the evaluation results, the reported failure "material twisted/bent" and the analyzed failure "break" were confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.